Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that oversensing is occurring on the atrial lead following atrial paces. It was further reported that oversensing occurred at several different programming configurations. The lead is still in use. No patient complications reported as a result of this event.